Event description:
(B)(4) study. It was reported that thrombus and a stroke occurred. The patient underwent a left atrial appendage closure (laac) procedure in (B)(6) 2013. A 27mm watchman ® laa closure device was successfully implanted and a complete seal was noted. In (B)(6) 2013, approximately 6 weeks post procedure, thrombus was noted on the face of the device. No action was taken. Four days later the patient experienced a stroke and was hospitalized. The patient was discharged nine days later. The event is considered not recovered/not resolve.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).